Event description:
During a follow-up, low sensing on the right ventricular (rv) channel was noted potentially due to lead damage. Furthermore, during the previous post-implant follow-up, low pacing impedance and no sensing was noted on the atrial lead due to suspected lead damage. The lead was deactivated and the pacer reprogrammed for rv stimulation only. The physician believes there is a sensing anomaly on the atrial and rv channels of the device. The entire system was explanted and replaced. The patient is stable with no adverse consequences. Related manufacturer report numbers: 2017865-2018-15897 and 2017865-2018-18576.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device did not reveal any anomalies. Additional analysis of device output, sensitivity, and monitoring did not reveal any anomalies. Further analysis of the device header did not reveal any anomalies on the right ventricular or right atrial channels. The battery voltage and impedance measurements were within normal range of operation. Based on the analysis and information received from the field, no device malfunction was found upon analysis.